Manufacturer narrative:
(B)(4): the customer reported that there was a failure to alarm. No patient harm was reported. The users did not report enough information to determine whether there was any malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a failure to alarm. No patient harm was reported.